Manufacturer narrative:
D10 - concomitant product: dialysis unknown, unk dy, lot: unknown dialysis unknown, unk dy, lot: unknown sekhar, jerin c. ¿continuous renal replacement therapy (crrt) program initiation in picu of a resource limited setting: a retrospective analysis of challenges and outcomes.¿ bmc nephrology, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study, a single-center, retrospective observational study at the picu (pediatric intensive care unit) was conducted between (B)(6) 2019 and (B)(6) 2023. The vascular access was established using a double-lumen dialysis catheter, including both the company's product and a competitor's product. Catheter sizes included 8 fr (french), 9 fr, 10 fr, and 11.5 fr. Of the 2989 patients admitted to picu over the four-year period, 52 children (1.7%) received crrt (continuous renal replacement therapy) across 71 treatment sessions over 2556.5 hours. A complication, observed in 7% of patients, included catheter access flow issues. There was no reported patient outcome.